Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the battery will not turn on but the ac and led lights are functioning. No pt involvement.